Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Healthcare professional additionally reported "any creases" and "contracted, thickened capsule" baker grade unknown. Device has been explanted.